Manufacturer narrative:
Unique device identifier: (B)(4). The date of event/therapy date was between (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked and chipped. There was patient involvement. The care giver stated they had not seen any damage to the shipping carton or package of the minicap. The care giver stated the chipped minicap was discovered when it was being put into place on the transfer set. The patient did not have their transfer set replaced and had been able to complete therapy since the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information provided for manufacturing date: october 16, 2017 ¿ october 20, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.